Manufacturer narrative:
Event date: during week of (B)(6) 2013. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil removal difficulties and patient bleeding occurred. The target vessel was the internal iliac artery. A 20mmx40cm interlock-35 cube was used for an internal iliac aneurysm embolization treatment procedure. During the procedure, it was noted that the coil became stuck in a non-bsc microcatheter. The coil was unable to advance nor could it be retracted. The physician had to cut the proximal end of the catheter to remove the coil. During this process, the patient bled approximately 1 liter of blood. Non-bsc coils were then deployed to stop the bleeding and treat the aneurysm. No further patient complications were reported and the patient's condition is stable.